Event description:
Reporter wrote that husband's shoulder had been burned after wearing patch for 7 1/2 hours. He received second degree burn that was initially treated with tylenol 500 mg q6h for pain and bacitracin ointment covered with bandaids. He was examined by doctor (his daughter) and area was healing - scabs falling off and new pink skin - as of 10/27/2007 follow up info.